Event description:
During a laparoscopic cholecystectomy. Dr observed a wire loop protruding from the grip accessory of a blunt port device. Exam of pt's surgical wound found a plastic cover which had previously covered the wire. Inspection showed no other material missing from device. Crack noted in neck of equipment. Equipment is disposable.